Manufacturer narrative:
Device returned to enterra for analysis with a depleted battery; therefore, no analysis was possible. Patient database showed patient had device explanted with a new device implanted (likely a battery change). No further action to be taken.

Event description:
Product forwarded from medtronic; explanted device received for analysis. Device explanted on (B)(6) 2025 (no reason given). Mdt (B)(4).